Event description:
Customer reported an issue with the touchscreen responsiveness of their pump, noting that the screen was frozen and unresponsive to input. There was no adverse impact to the customer's blood glucose level. The customer received complete pump reset information from technical support and successfully reset the pump, regaining touchscreen functionality.